Event description:
An olympus medical representative reported on behalf of the customer that the 4k autoclavable camera head caused error code e224 (unable to recognize subject) to occur. No adverse effects to patient reported.

Manufacturer narrative:
The device has been returned for evaluation. The reported issue (error e224) was confirmed during testing. Examination determined the error occurred due to a fault with the cable unit. The device also had faded rear cover labels. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is presumed that the e224 error occurred due to a communication failure caused by a cable failure. However, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: "·do not coil the camera cable with a diameter of less than 20 cm. ·never excessively pull the camera cable but straighten it gradually when it is coiled. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. ·do not use excessive force when wiping the external surfaces of the camera cable. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. ·never use a clamp or forceps to attach the camera cable to another object." Olympus will continue to monitor field performance for this device.